Manufacturer narrative:
DHR was reviewed and a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva handpiece using an atec console procedure on (B)(6) 2023, during the second biopsy of the day the test ran correctly and without error messages but after (B)(4) samples had been taken an error ¨ retest handpiece¨ was observed. The equipment was restarted but the error could not be cleared. The patient had to be rescheduled. The error could not be pointed at the console or the handpiece. No other information is available.

Manufacturer narrative:
(B)(6). An fe examined the console and the main pressure, cylinder and switch points were checked, completed maintenance carried out including installation of the maintenance kit. A changeover of the valves, needle valve and pressure sensor was performed for the feed pressure. All pressures were set correctly and a device was tested correctly. DHR review pending to be performed. Will be submitted in a follow up.